Event description:
The physician at the hospital, attempted arteriotomy closure with the prostar xl 10 fr. Device following an interventional procedure. When deploying the first device, not all four needles presented at the barrel. The first device was removed and a second device was inserted with similar results. The second device was removed. Closure and hemostasis were achieved via a cutdown in the catheterization laboratory. There was no report of further adverse patient sequelae.